Event description:
The pt experienced pain. Revision surgery revealed dislocation of the knee prosthesis. The tibial insert was revised at this time.

Manufacturer narrative:
Summary of evaluation: the tibial insert can not be evaluated as it has not been returned to co but rather has been retained by the surgeon. Attempts to obtain the device and lot code information have been unsuccessful.